Event description:
The customer reported the generation of erroneously low sodium (na) patient results and quality control (qc) on their dxc 600i clinical analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i clinical analyzer. The fse observed that the ratio pump stack assembly was due for replacement. The fse also replaced the carbon bridge, wash collar and sample probe assembly. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Pt information not provided by customer. The beckman coulter internal identifier is (B)(4).